Event description:
It was reported that the articular surface would not assemble with the tibial tray. The surgeon modified the poly bearing part to make it easier to implant. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2024-00925. D10-medical product qd tib bearing left set item# cp0003103 lot# 66504743 qd fem locking screw item# cp0003106 lot# 66504777 femoral component item# cp11116900 lot# unknown. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported under the wrong sublocation.

Event description:
Upon receipt of additional information, it was determined that this item was reported under the wrong sublocation.